Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a n234 (distal air bolus) alarm condition. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the distal pressure sensor pin was broken.

Manufacturer narrative:
During testing, it was found that the device distal pressure sensor pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.